Event description:
Reported received from (B)(6) stating that the device had a "hole at hose assembly." It is known that the device was not used in surgery. It is not known if injuries or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. If additional information becomes available, a supplemental report will be sent. (B)(4).